Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A global receiver functional test was performed and it passed. The receiver log was reviewed and no firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during troubleshooting. The root cause was determined to be a defective flash memory chip.